Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient would like to have an MRI done due to brain seizures, but they were unable to have an MRI done because their device was overdischarged. It was reported that the seizures began on (B)(6) 2017 and that the patient had never had seizures before. It was unclear, whether the seizures were related to the device or therapy. A cat scan was done between the dates of (B)(6) 2017 and (B)(6) 2017. The CT scan did not show anything significant according to the patient. It was reported that the patient had stopped using their device around the end of the summer, because they didn¿t like the feeling of the stimulation. It was reported that the patient had an appointment with their doctor scheduled for (B)(6) 2017 to do a trickle charge and to clear their power-on-reset (por). It was reported that nothing was resolved at the time of the report. There was no surgical intervention and it is unknown if any surgical intervention will be planned. It was reported that it was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the seizures were not related to the device or therapy. It was stated the patient had stopped using the implanted system and it was overdischarged due to the patient not using the device. It was unknown what was being done about the patient¿s seizures. The patient wanted a physician mode recharge so she could have an MRI to figure out why she was having seizures. It was noted that the patient did not like the feeling of the stimulation so she stopped using the system. The system was reset so the patient could have an MRI, however the patient was not using the system.